Event description:
The account reported the bed exit alarm was not functioning. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the customer was using a bed sled unit that is not approved by hill-rom on the sleep deck which was not allowing pressure to be applied to the bed exit tape switches. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician removed the bed sled from the bed to resolve the issue. Based on this information, no further action is required.